Event description:
It was reported that during a prostate procedure, the first two fibers used failed at 22,370 joules and 71,223 joules of use, due to a loose/rotating metal cap, resulting in rotation of the aiming beam. The procedure was completed using a third fiber. There was no report of patient injury. This report is for the second fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the output window and the fiber fractured distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; detritus and devitrification at the cap output window were also observed. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.